Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 68 mg/dl and customer also have high blood glucose 419 mg/dl. The customer does not mention any hospitalization details. The customer was treated with food and glucose tablets. The customer was experiencing low blood glucose for 24 hours. The customer was at home had dinner and was on dextrose low blood glucose and over delivery. The customer alleges pump is over delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.